Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. Additionally, the field e1 (initial reporter fax) was updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman atrial fibrillation (a fib) procedure, a versacross connect kit was selected for use. After gaining access, the physician went up to superior vena cava (svc) using the mechanical guidewire. The versacross dilator and watchman sheath were advanced over the guidewire. However once the guidewire was pulled out couple of times, it was stuck. Both the guidewire and dilator were removed together. Outside on the prep table, the physician tried to pull the guidewire hard out of the dilator and it broke. Hence to resolve the issue, a new kit was opened and the radio frequency wire was used instead and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis. It was further confirmed that the wire was stuck in the dilator and would not come out when pulled and eventually the physician pulled it very hard while on the scrub table and the wire snapped in two pieces. Patient did not have any mechanical hardware leads. There were no visible issues noted with the guidewire. The wire went up into the patient fine and the dilator then tracked over the wire fine, but it got stuck as soon as the doctor tried pulling the wire out of the dilator. There was no difficulty noted with patient anatomy or use of excessive force. The distal end of mechanical guidewire protruding from the dilator, it was stuck inside of the dilator with about 3 inches of the guidewire protruding out the tip of dilator.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported reported that during a watchman atrial fibrillation (a fib) procedure, a versacross connect kit was selected for use. After gaining access, the physician went up to superior vena cava (svc) using the mechanical guidewire. The versacross dilator and watchman sheath were advanced over the guidewire. However once the guidewire was pulled out couple of times, it was stuck. Both the guidewire and dilator were removed together. Outside on the prep table, the physician tried to pull the guidewire hard out of the dilator and it broke. Hence to resolve the issue, a new kit was opened and the radio frequency wire was used instead and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis. It was further confirmed that the wire was stuck in the dilator and would not come out when pulled and eventually the physician pulled it very hard while on the scrub table and the wire snapped in two pieces. Patient did not have any mechanical hardware leads. There were no visible issues noted with the guidewire. The wire went up into the patient fine and the dilator then tracked over the wire fine, but it got stuck as soon as the doctor tried pulling the wire out of the dilator. There was no difficulty noted with patient anatomy or use of excessive force. The distal end of mechanical guidewire protruding from the dilator, it was stuck inside of the dilator with about 3 inches of the guidewire protruding out the tip of dilator.